Manufacturer narrative:
Additional information was received and reported that the patient returned to normal values with a pressure of 20 mm hg on (B)(6) 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown. Gender/sex: unknown. If implanted; give dates: not applicable, healon is not an implanted device. If explanted; give dates: not applicable, healon is not an implanted device. Telephone number: (B)(6). The product is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced issues with healon pro. Elevated intraocular pressure (iop) of 30 mm hg. The patient attended the preoperative study visit on (B)(6) 2019 and iop was measured at 17 mm hg in the right eye. The subject had cataract surgery in the right eye on (B)(6) 2019. The healon ophthalmic viscosurgical device (ovd) was used during surgery. At the 1-day postoperative study visit on (B)(6) 2019, the subject had a spike in iop (30 mm hg). The ocular hypertension was treated with iopimax. No further information was provided.